Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the bipolar function was unable to deliver energy. During troubleshooting the energy cable has been replaced by a brand new one, the instrument has been replaced, the generator has been power cycled and the activation tone is heard by activating the bipolar function. The generator recognized the arm where the instrument is installed and the effect settings are correct, but bipolar is still not firing. Surgery could be finished under these circumstances. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse adjusted the pad settings on the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi has not received the erbe generator. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A procedure log review was performed to confirm that the prostatectomy - radical w/o lymphadenectomy procedure was performed on (B)(6) 2022 via system (B)(4). A review of the site's complaint history shows patient identifier (B)(6) related to this record. This complaint is reportable due to the following: the erbe generator became unavailable after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) received the erbe generator involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported failure. The erbe generator was tested on the system. All instruments energized as expected and no errors were observed during evaluation.